Event description:
Customer called allegiance healthcare and reported the ventilator stopped cycling on a patient. The ventilator would supply the patient with a breath, but would not let the patient exhale and started to alarm. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out. Ventilator was taken to the bio-med department.